Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 additional codes image review: two still images were provided for review of the event. The patient¿s executive summary was unavailable, limiting the ability to conduct a thorough anatomical assessment. An image of the fluoroscopic valve load inspection was reviewed and a misload was identified by crown overlap reaching node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was attempted to be implanted resulting in an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the "line" up to the fourth node that was observed upon fluoroscopic inspection was a possible frame overlap/misload, but the implant team double-checked the valve via 360 degrees under fluoroscopy and was determined to be properly loaded. The misload was not due to an inexperienced valve loader. The infold in the valve frame was first noticed during the first deployment attempt. The valve was recaptured twice because the implanting physicians were double-checking if the valve had an infold and had to switch to left anterior oblique (lao) to confirm. A new delivery catheter system (dcs) was used to implant the second valve. A procedural delay resulted from the infold. According to the physician, patient anatomical factors contributed to the infold (annular calcification and high gradient).

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heartvalves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, upon fluoroscopic inspection, a line was observed up to the fourth node. The system was then inserted into the patient via the right femoral access. Upon deployment to the point of no return, the valve did not expand and an infold was observed. Subsequently, the valve was withdrawn from the patient, and a new valve was used to complete the procedure. No patient complications were reported as a result of this event.